Manufacturer narrative:
(B)(4).

Event description:
Procedure: ladg-laparotomy assisted distal gastrectomy. The first firing was done with no problem. With loding egia60amt for the second firing, it stopped the firing in the middle. Reported no malformation of stable. The staples only at the distal part of cartridge could not be fired. Opened another egia60amt and confirmed no problem in the third firing and completed the case without replacement of idrive.